Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer changed the cartridge once, the infusion set tubing multiple times, and continued to experience occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl with moderate to high ketones. The bg level was addressed with manual injections. Reportedly, the customer changed the site to address the event.